Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (poor barrier) because the defect was not evident in the testing of the complaint lot samples. All samples (retains and controls) demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Technical services recommendations to the customer emphasized that they were reporting inadequate centrifugation speed and temperature parameters. The customer was sent reference material to help mitigate this reported condition. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was poor barrier separation of the sample. This event occurred 12 times. The following information was provided by the initial reporter. The customer stated: "several vacutainer cell preparation tubes in this pack are not working when centrifuged (roughly 12 of the 40 we have used). The gel separator will not let the red blood cells get into the bottom."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was poor barrier separation of the sample. This event occurred 12 times. The following information was provided by the initial reporter. The customer stated: "several vacutainer cell preparation tubes in this pack are not working when centrifuged (roughly 12 of the 40 we have used). The gel separator will not let the red blood cells get into the bottom."